Event description:
It was reported a 6f sts plus angio-seal vascular closure device was used to seal the right common femoral arteriotomy post coronary angiography. Twenty four days later, the pt returned for bilateral femoral and aorta angiogram which revealed a filling defect in the right common femoral artery. According to the report, a large short segment filling defect projected into the common femoral artery from the anterior wall and resulted in a 90% stenosis.